Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal, chronic pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other (not specified)") and urinary tract disorder ("bladder/urinary problems: other (not specified)"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment for pain: pelvic/ abdominal, chronic, general abnormal bleed. She received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events abdominal, chronic pain, general abnormal bleed, psych injury, bladder / urinary problems added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain area') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 898925) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, abdominal pain, vaginal bleeding and delivery (B)(6) 2011. (B)(6) 2018: impression- right pelvic drainage catheter and left abdominal metal forceps. Concurrent conditions included ovarian cyst, uterine mass, endometriosis, colon injury, cystoscopy, ureteral stent insertion, paratubal cyst, perineal pain and calculus. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal, chronic pain"), bladder disorder ("bladder/urinary problems: other (not specified)") and urinary tract disorder ("bladder/urinary problems: other (not specified)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain: pelvic/ abdominal, chronic, general abnormal bleed. She received treatment for psych injury: no. Essure device was applied into right tube with 4 coils. Were seen outside essure device was applied into left tube with 4 coils were seen outside . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: device was successfully occluded. Result: total bilateral occlusion. Successful complete occlusion of the right and left fallopian tube essure micro-inserts is demonstrates by this examination. Ultrasound scan - on (B)(6) 2014: impression- no significant pelvic sonographic abnormality is present .small right ovarian follicular. Cyst is visible. No free fluid or mass is present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain area') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 898925) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, abdominal pain, vaginal bleeding and delivery (B)(6) 2011). (B)(6) 2018: impression- right pelvic drainage catheter and left abdominal metal forceps. Concurrent conditions included ovarian cyst, uterine mass, endometriosis, colon injury, cystoscopy, ureteral stent insertion, paratubal cyst, perineal pain and calculus. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal, chronic pain"), bladder disorder ("bladder/urinary problems: other (not specified)") and urinary tract disorder ("bladder/urinary problems: other (not specified)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain: pelvic/ abdominal, chronic, general abnormal bleed she received treatment for psych injury: no essure device was applied into right tube with 4 coils were seen outside essure device was applied into left tube with 4 coils were seen outside . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: device was successfully occluded. Result: total bilateral occlusion successful complete occlusion of the right and left fallopian tube essure micro-inserts is demonstrates by this examination. Ultrasound scan - on (B)(6) 2014: impression- no significant pelvic sonographic abnormality is present .small right ovarian follicular cyst is visible. No free fluid or mass is present. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety were added. Psych injury updated to depression. Onset dates added. Outcome for events added. Concomitant conditions, drugs and historical conditions added. New reporters and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain area') in an adult female patient who had essure (batch no. 898925) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, abdominal pain, vaginal bleeding and delivery ((B)(6) 2011). (B)(6) 2018: impression- right pelvic drainage catheter and left abdominal metal forceps. Concurrent conditions included ovarian cyst, uterine mass, endometriosis, colon injury, cystoscopy, ureteral stent insertion, paratubal cyst, perineal pain and calculus. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (paintiful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal, chronic pain"), bladder disorder ("bladder/urinary problems: other (not specified)"), urinary tract disorder ("bladder/urinary problems: other (not specified)") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain: pelvic/ abdominal, chronic, general abnormal bleed she received treatment for psych injury: no essure device was applied into right tube with 4 coils were seen outside essure device was applied into left tube with 4 coils were seen outside . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: device was successfully occluded. Result: total bilateral occlusion successful complete occlusion of the right and left fallopian tube essure micro-inserts is demonstrates by this examination. Ultrasound scan - on (B)(6) 2014: impression- no significant pelvic sonographic abnormality is present .small right ovarian follicular cyst is visible. No free fluid or mass is present.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event cramping was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.